Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a low battery alarm. The customer's blood glucose was 223 mg/dl. The customer stated that they used a new battery cap with new batteries but the problem recurred. The customer stated that the battery lasted less than one week. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with high operating currents problem isolated to interface board. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.